Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/19/2020. A manufacturing record evaluation was performed for the finished device pe2147, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent right thigh mass excision on an unknown date and suture was used. The suture pulled off the needle when knotting after sewing a stitch during right thigh mass excision. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.